Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. It was recommended to the customer to replace the electrode pads. Analysis of reports of this type has not identified an increase in trend.